Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately low compared to her feelings and/or normal readings. This complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the patient was unable to be reached by phone for additional information. The patient did not recall when the alleged meter inaccuracy began. The patient reported that on unspecified dates/times she obtained inaccurate low readings of ¿69 and 76 mg/dl¿ with the subject meter. The patient mentioned on one of those occasions she obtained the inaccurate low result shortly after eating. The patient manages her diabetes with oral medication (metformin), diet and/or exercise. The patient informed the cca that sometimes she did not know whether or not to take her oral medication, because she would feel as if her blood glucose was running high; however, she would obtain a lower than expected blood glucose result when she tested with the subject meter. The patient reported developing symptoms of feeling ¿sweating and headaches¿ sometime after the alleged meter inaccuracy began. The patient informed the cca that on at least four occasions she went to the emergency room to get her blood glucose tested after obtaining what she felt was an inaccurate low result with the subject meter. The patient mentioned when her blood glucose was tested in the ER with the hospital meter, her blood glucose would measure in the ¿200¿s mg/dl¿. The patient denied receiving any form of medical treatment in the ER. She informed the cca that she was just advised to take her oral medication. At the time of troubleshooting, the cca noted that patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after obtaining inaccurate low results with the subject meter.